Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation; however, the associated pads were not returned, despite request. Testing with returned accessories and known-good test accessories did not reproduce thecustomer's report. Clinical log review showed multiple "attached pads" messages while operating in pads mode, indicating valid patient impedance was not detected and ECG from the pads was therefore unavailable. When the device was switched to lead view, ECG monitoring was successfully obtained; upon returning to pads mode, the ECG signal was again lost. The event is consistent with a loss of pad-patient impedance detection. A physical inspection was completed, and the mfc and mfc receptacle were replaced as a precautionary measure. The device subsequently met specifications and the reported issue could not be replicated. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.